Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es drawer was failed due to a liquid leak that affected its operation. The customer stated that this malfunction caused a delay in dispensing medication to patients and the user managed to dispense medication from another station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to a liquid leak that affected its operation. The field service engineer (fse)shut down the station and removed the back panel and then the matrix tray from drawer 1 was taken out to dry the spill, and the liquid beneath row a of drawer 2.1 was dried. The fse had replaced the cubie tray in row a of drawer 2.1. The back panel was secured, and the station was powered back on and had performed functional testing using the hardware test application and successfully restoring functionality. The system functioned as intended after the field service engineer repaired the device.